Event description:
It was reported that tip of driver broke while inserting acetabular screw. Broken fragment was retrieved. No add'l attention to situation was necessary.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.